Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the driver tip broke off. The tip could not be removed from the screw and remained in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.